Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, charged coupled device and no image were found to be reportable during device evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed for green and pink stripes in image. Charged coupled device and no image was caused due to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Event description:
It was reported that the rigid video laparoscope exhibited green and pink stripes on the image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.